Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 435mg/dl and treated with a bolus. Troubleshooting assisted the customer with calibrating the sensor and how to turn it off. Customer declined further high blood glucose troubleshooting as they knew the reason was due to pneumonia. No further details provided.